Manufacturer narrative:
Correction information was provided in h.6. F26- FDA health impact codes was missed to add in initially submitted report. Additional information was provided in h.3., h.6. And h.11. The lens was returned for evaluation submerged in solution in a specimen jar placed into a biohazard bag. The lens was removed from the clear solution and allowed to air dry prior to evaluation. Residue of viscoelastic was observed on the lens. The optic was cut into three pieces, typical of an insertion and removal. All three portions were returned. Two of the optic portions had lines of cracked damage on the anterior and posterior optic surfaces in the shape of an instrument used to grasp the lens. Product history records were reviewed and the documentation indicated the product met release criteria. Qualified associated products were indicated. The product investigation could not identify a root cause for the reported complaint. The lens was returned cut into three portions with additional optic damage. Each lens was subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The power and resolution of the returned lens could not be re-evaluated due to the optic damage. The company toric company (1.50 cyl.) 21.0 diopter was removed and replaced with a non-company monofocal lens 21.0 diopter. Due to the exchange of a toric 21.0 diopter lens for a monofocal 21.0 diopter lens, this suggests that a monofocal replacement lens may have been an improved choice for the patient's vision needs. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, lens was explanted at secondary procedure. Clinical reason was reported to be as visual disturbances. The lens was replaced with other company lens. There was no patient harm.